Event description:
Covidien received information stating that it was difficult to oxygenate a patient therefore, the settings were modified. The patient was reported to be uncomfortable with increased in work of breathing (wob) and desynchrony. The patient was transferred to another ventilator there was no patient harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).